Event description:
Our rep is reporting that during an arthroscopic shoulder repair, 3 lupine drill bits became bent while in use, subsequently metal shavings were observed falling into the pt's joint space while using the damaged lupine drill bits. All of the debris was removed from the body and the procedure was concluded successfully without further incident or harm to the pt. Complaint devices discarded. Also see associated mdrs 1221934-2010-00255 and 1221934-2010-00256.

Manufacturer narrative:
Although nothing is being returned and no lot number has been identified, the root cause of the metal debris can and is being attributed to the damaged or bent drill bit coming into contact with the drill guide during use. The root cause for the damaged drill bits can be hypothesized as the devices having had excessive misguided mechanical force applied to them. Outside of these considerations, no other root cause can be discerned. At this point in time no further action is warranted.